Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 367819 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported by the customer when removing the wrapping of the bd vacutainer® serum / cat blood collection tubes that the caps were "abnorma." Material protrusions molding defect/sharp. Found before use. No reports of serious injury or medical intervention noted.